Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Event description:
Patient reported right side rupture, "mastalgia, nipple displacement," "indurations," and fluid. The device has been explanted. Patient representative reported fluid, "capsules..adhered to ribs," reactive lymph nodes, cyst, rippling, movement". Patient is also experiencing "difficulties concentrating on work, anxious, distracted, psychological trauma" and is seeking ongoing psychological treatment. Physician later reported capsular contracture baker grade ii.

Event description:
Patient reported right side rupture, "mastalgia, nipple displacement," "indurations," and fluid. The device has been explanted. Patient representative reported fluid, "capsules. Adhered to ribs," reactive lymph nodes, cyst, rippling, movement, and "right histopath, alcl 30 markers." Patient is also experiencing "difficulties concentrating on work, anxious, distracted, psychological trauma" and is seeking ongoing psychological treatment.

Manufacturer narrative:
Continued from h.6 e0307, f2201.